Event description:
Adverse event(s): "light blue fibers in the eye" (foreign body, removal of); "ocular pain" (pain); "increased iop" (intraocular pressure, delayed, uncontrolled); "endophthalmitis" (endophthalmitis). Product problem(s): "blue fiber in the eye" (foreign material present in device). The customer reported that 3 mm light blue fibers were noticed in the eye after phacoemulsification surgery at the post operative exam on the left eye. The fibers that were noted after surgery could not be seen with the naked eye. At the one day postoperative visit, the pt presented with sickness, vomiting, ocular pain, corneal edema, gradual increase of iop, and many cells. When the cornea cleared many cells in anterior chamber and in vitreous were noticed. The pt had a sterile endophthalmitis and severe pressure elevation. The pt was hospitalized that day. Intravenous mannitol and diamox were required to treat the event. However, no effect was noticed. Anterior chamber paracentesis was also needed. In the surgeon's opinion, the device did cause/contribute to the event. The surgeon reported the outcome of the event as excellent. Add'l f/u info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4).